Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, on the first firing over the antrum, the stapler fired and laid down a good row of staples. During the automatic knife blade return, the stapler stopped working. The reverse button would not return the knife blade, which was now approximately stopped in the middle of the jaws. The surgeon had to use the manual override to return the knife blade. The case was delayed by fifteen minutes, but was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2020. D4: batch #u5aa10. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t reload loaded in the device. The reload was received fully fired. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted.